Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 4/27/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 43 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. Customer had a headache and was under stress at the time the result of 43 mg/dl fasting had been obtained. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 43 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. Customer had a headache and was under stress at the time the result of 43 mg/dl fasting had been obtained. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The customer declined to perform a back to back blood test during the call on (B)(6) /2018. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1:43mg/dl date: (B)(6) 2018 time:10:34pm fasting. Result 2:125mg/dl date:(B)(6) 2018 time:10:05am fasting. Result 3:135mg/dl date: (B)(6) 2018 time:1013am fasting. Result 4:95mg/dl date: (B)(6) 2018 time:948am fasting. Result 5:121mg/dl date: (B)(6) 2018 time:1053am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4) note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.